Event description:
It was reported to philips that the heartstart xl+defibrillator showed a therapy not available due to disabled equipment message. There was no patient involvement.

Manufacturer narrative:
(B)(4).